Event description:
During procedure, the physician began to use cautery. A loud pop was heard. The anesthesiologist noticed smoke from the cautery cord. The circulating rn unplugged the cautery machine from the wall plug. Cautery cord was smoking. Scrub rn removed the cord from the sterile field. Second cautery machine and new cord obtained and procedure continued without any difficulty. Hospital biomed department checked cautery machine and determined it was functioning correctly. Cord utilized was aged. No patient harm.